Event description:
The user contacted the emergency support program to report the presence of blood in the pressure tubing connected to the inner lumen of the iabp catheter and to seek clarification on whether this finding was expected during use. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The concern was addressed by explaining the normal function of the inner lumen as an arterial line and providing guidance on proper line maintenance. The caller was advised to flush the pressure tubing for at least 15 seconds (or longer if clinically tolerated) to clear the blood from the line.